Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 2. The patient's ultrafiltration reading was 152ml, indicating the home patient (hp) drained 152ml more than their programmed fill volume of 500ml. This information meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2010 regarding the iipv event. According to the nurse the patient has resumed therapy and is doing just fine. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intraperitoneal volume (iipv) that was found in the device logs. The cause of the iipv was determined to be: insufficient drain - false empty detect and use error as the clinician inappropriately set the minimum drain volume percent setting too low (60%). A service history review revealed no previous service events were related to the iipv. Labeling review found labeling to be adequate for the user error identified in this report. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).